Event description:
It was reported that the dpt could not regulate drip rate; another device from same lot number was opened and same event occurred. Another device from a different lot number opened and worked fine. No patient complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.